Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer to replace the necessary supplies and continue with insulin therapy.